Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the patient had 2 cassettes from her last order that did not work. When she attached a new cassette to her pump it alarmed for high pressure. She tried it with her other pump and got the same alarm. She inspected the cassette and did not find any physical issue and found no blockages in her line. She mixed a new cassette and was able to start her infusion with no issue with the new cassette. This happened again with a new cassette and patient was able to start infusion again with another cassette. No patient injury was reported.